Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, cracked belt clip slot and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer feels ok to troubleshoot for high blood glucose reading. Customer current blood glucose reading was 162 mg/dl. Customer blood glucose reading at the time of the incident was 400 mg/dl. Customer blood glucose reading was 461 mg/dg in the morning. Customer stated high blood glucose reading stared on (B)(6)2016. Customer did have any symptom. Healthcare provider told the customer to contact them. Customer parent treated the high blood glucose reading with insulin pump. Customer stated the drive support was normal. Customer changed the infusion set on (B)(6)2017. Customer stated there was no air bubbles or leaks. Customer reported insulin exited. Customer did not troubleshoot high pressure test. Customer cannot recall the insulin pump setting. Insulin pump will be returning for analysis.